Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy, but the pink slide moved forward.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed the priming sequences and operated until it was deactivated at pulse 2842. The downloaded data did not generate any alarms and did not show any timeouts or drive stalls. The cannula assembly was inspected and discovered the exposed portion of the soft cannula torn. The length of the torn soft cannula measured out to be 0.640 ", which is out-of-specification. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Furthermore, the needle mechanism was inspected and no damages or abnormalities were observed that could contribute to a needle mechanism failure. The device completed bolus delivery and functioned properly.